Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving bupivacaine (6 mg/ml at 0.8 mg/day) and morphine (15 mg/ml at 2 mg/day) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the patient was having a normal pump replacement, on (B)(6) 2019 and the doctor could not aspirate from the catheter. They tried cutting the catheter is different locations to isolate the location but still could not aspirate. It was noted the catheter was occluded. The caller stated they removed the catheter and removed the existing abandoned 8709 catheter. A new ascenda catheter was implanted to correct the issue. The old catheter will be returned for analysis. There were no symptoms reported and the troubleshooting resolved the issue.